Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device had experienced blocked suction port by fecal matter. The issue was found during a diagnostic colonoscopy. The issue occurred during sedation, while the device was inside patient. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
Correction to previous g3 - date received by mfg, which was not late. The correct date was 10/10/2025. After further review, it has been determined that the previously reported issue from report reference # was not a reportable event.

Event description:
No additional information received from the customer.